Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found on the exterior surface. Functional testing was performed and the transmitter was found to be defective; however, the reported event of transmitter abnormal behavior could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the the transmitter had abnormal behavior. No additional patient or event information is available. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation has been completed.